Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer called into philips to report that the device has failed operational check on numerous occasions. They would clear the fault and it kept coming back. There was no reported patient involvement.

Manufacturer narrative:
A replacement control pca has been put on order but it is on global hold. The device to be returned to customer site once the part has been installed.